Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the proximal end in the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument jaws would not release while holding an endo catch bag. The emergency release key was used; however, the jaws still would not release. The customer called a technical service engineer (tse), but the only resolution was for the surgeon to cut the endo catch bag to release it from the jaws and remove the instrument without the jaws opening. The customer suspected a loose cable, and one of the instrument¿s mechanism wheels was spinning freely. The procedure was completed with no reported injury.